Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed right-side deflation. The device has been explanted.

Event description:
Patient reported, "deflation" against right device. Healthcare professional confirmed, right-side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a delamination total of the valve (adhesive failure). Additional observations: wear abrasion observed.